Event description:
It was reported that the table locks were slipping. There was neither injury reported nor pt involvement. The concern is for a serious injury if a pt were to become unsteady and fall as result of the slipping table locks.

Manufacturer narrative:
The ge field engineer repaired the table locks, cleaned the bearings and shaft of the lateral locks, and returned the product to service. Periodic preventative maintenance is currently in place per the system's planned maintenance procedure that includes instructions to inspect and perform functional check on the table locks.